Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign residue on it. The following information was provided by the initial reporter: "clear residue showing up on some of the syringes in the pack".

Manufacturer narrative:
H6. Investigation summary: three sample were provided to our quality team for investigation. Through visual inspection a slippery syringe observed outside of the fluid path. The substance observed appeared to be silicone lubricant used in the assembly process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Most likely silicone outside of fluid path defect is associated with the assembly process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: (B)(6) 2022 .

Event description:
It was reported that the bd luer-lok¿ syringe had foreign residue on it. The following information was provided by the initial reporter: clear residue showing up on some of the syringes in the pack.